Event description:
The facility reported a colleague infusion pump with a battery issue. During a review of the pump's event history by baxter (B)(4) personnel, the pump was found to have experienced a battery depleted alarm, which interrupted delivery. There was no report of patient involvement, injury, medical intervention, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a depleted battery alarm was discovered and confirmed by baxter personnel in the pump's event history. The root cause was assigned to depleted main batteries. The main batteries were replaced to correct this condition. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).